Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon evaluation, the driven ground wire in the distribution node was pinched, causing the cardiac signal to flat-line. The root cause of the pinched wire cannot be positively identified. Once the distribution node was resealed, the belt was fully functional. No adverse event resulted from the pinched wire. The patient received a replacement electrode belt.

Event description:
The nurse assisting a (B)(6) female patient contacted zoll customer support to report adjust belt messages. The nurse stated that all of the electrodes are making proper contact with the patient's skin. The patient was issued a replacement electrode belt.